Event description:
Spontaneous call: patient was questioning if it is possible that the pen needles could be defective. States that one time an injection was painful and when she pulled it out the needle was perpendicular. Another time she states the needle tip hurt so much that she had to pull it out. She changed the needle and was able to proceed. Unknown if pt still has the defective needles on hand, if needed for return. Lot number not available. No further information available. Reported to (B)(6) by pt/caregiver.